Event description:
The customer states that while moving the waste container of the cell-dyn sapphire analyzer, the operator was splashed in the face. The lab is using a waste container that has a larger diameter then the waste assembly from the analyzer. This resulted in the waste assembly just hanging into the waste container and not in a fixed position. The customer attempted to empty the container while the analyzer was still running and did not want to wait for the "waste full" message generated by the analyzer. When the operator went to remove the waste assembly, the splash to the face occurred. A modification was made to the waste container so that the waste assembly is now fixed and not hanging into the container. The operator was also trained to empty the waste when the analyzer prompted her to do so. To date, the operator has not received any medical treatment and is waiting to see a physician. There is no other impact to the operator reported.

Manufacturer narrative:
The cell-dyn sapphire system operator's manual, list number 08h10-01, revision a contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of the complaint event details found no malfunction associated with the cell-dyn sapphire analyzer. Use/user error was the primary contributor to this event. A product deficiency was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
(B)(4).